Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had cellulitis, which led to a system infection. The cardiac resynchronization therapy pacemaker (crt-p) system was subsequently explanted due to the infection. No further patient complications have been reported as a result of this event.